Event description:
Lost capture on pacing dependent patient during threshold testing on v-lead. Analyzer froze resulting in loss of output and ability to program. Follow-up determined there were no patient complications.